Event description:
It was reported by a center that bladder cancer pt experienced anaphylactic shock after undergoing a repeat cystoscopy procedure with a scope that had been disinfected in cidex opa solution.